Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous left anterior descending coronary artery. The physician attempted to pre-dilate the lesion by inflating the apex balloon. When the physician increased the inflation pressure from 6 atms to 9atms on the first inflation, the balloon ruptured. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'good'.